Manufacturer narrative:
Manufacturing site evaluation: on-going. Please note that the initial MDR dated 10/09/2015, was not submitted and follow up was submitted on 02/05/2018. Per request of the FDA the initial has been submitted.

Event description:
It was reported that there was an issue with s4 polyaxial screw 8.5x55mm canulated. According to the complainant, during procedure screw detached into two parts. The screw could not be removed from the bone, was only able to be removed with a screwdriver. There had been a 8-10 minutes op time extension, the result was successful and there was no patient harm. The complaint devices are available to be return to the manufacturer for evaluation. The adverse event / malfunction is filed under reference (B)(4).